Event description:
A literature article discussing treatment with diamondback 360 coronary orbital atherectomy devices (oad) reported one case experienced an extended coronary dissection requiring three additional stents and subsequent peri-procedural myocardial infarction. Femoral access was used in four cases and eighteen cases used radial access. Orbital atherectomy was performed in the left anterior descending (lad) (55.5%), left coronary artery (lcx) (13.6%) and right coronary artery (rca) (31.8%). All lesions were pre-dilated with semi-compliant or non-compliant balloons. Yassin et al. 2023 "initial experience with the use of orbital atherectomy for coronary calcium modification".

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. A2: this represents the average age of the patients. A3: this represents the majority gender of the patients. B3: event date is unknown. This value represents the date of publication. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).